Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
Report received that the ventilator's graphic user interface was inoperable. The ventilator was not on a patient at the time of the event.